Manufacturer narrative:
During inspection and testing, the reported issue (broke down) was confirmed. The reportable malfunctions (a motion alarm was activated on device stat-up and no indicators were lighted on the front panel ¿ power turned off) were found to be caused by failure of the main pcb (circuit board). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device broke down. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that a motion alarm was activated on device stat-up and no indicators were lighted on the front panel ¿ power turned off. This report is being submitted for the malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that no indicators were lighted on front panel due to the main board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in h6 and h10 based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that phenomenon (1): ¿no indicators were lighted on front panel¿: as to the cause of the defect, the phenomenon occurred because the component (tube pressure sensor), which was mounted on the cr board of uhi-4 and which was manufactured before the modification was applied, was broken. Additionally, phenomenon (2): ¿power was turned off¿: as to a probable cause, it was determined that the phenomenon occurred due to faulty main board. It was also stated that it was likely that the age of the circuit board and the stress that is caused by heat and humidity have probably affected the device¿s performance over time and contributed to this equipment breaking down. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.